Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is (B)(6) USA has been used as a placeholder based on the reported phone area code. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for foreign matter (liquid in syringe) due to unknown lot number as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the unspecified bd¿ syringe had foreign liquid inside of it. The following information was provided by the initial reporter: "consumer reported that there was liquid in some of her syringes. She stated that someone used the syringes for insulin injections and put them back inside of the bags, while some of the syringes appeared to have been washed and placed in the bag."